Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown date an amplatzer amulet left atrial appendage occluder was selected for implant. The occluder was implanted. Approximately six months later the patient presented with shortness of breath and heart failure.

Event description:
It was reported on an unknown date an amplatzer amulet left atrial appendage occluder was selected for implant. The occluder was implanted. Approximately six months later the patient presented with shortness of breath and heart failure.

Manufacturer narrative:
An event of patient effects of dyspnea and heart failure were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.